Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 21 months ago. Aneurysm morphology was not reported. The aortic neck was curved and this required the stent graft to be implanted low in the curve in order to avid covering the renal arteries. Disease had continued to progress between the renal arteries and the top of the bifurcated stent graft and resulted in a proximal type 1 endoleak. The next day, a talent aortic cuff was implanted and the endoleak resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
. Conclusion - curved aortic neck and disease progression.